Manufacturer narrative:
Concomitant products: m7700-33mhk mechanical valve implanted (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead dislodged due to suspected twiddler syndrome. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.